Manufacturer narrative:
A medtronic field service engineer went to site and tested the imaging system, it was found the generator cover had come off the settings and the cover would not slide out when extending gantry forward. The field service engineer adjusted the gantry cover and completed the system checkout. System passed and put back into service. No further issues reported. No parts were ordered so no investigation completed. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative called to report that the site told him the gantry will not fully extend, it makes a clunking noise when they try to fully extend it. There was no patient present when this issue was identified.